Event description:
It was reported that ventilation stopped after the ventilator generated two technical error codes while it was being tested on a test lung, one technical error code indicated disabled valves and the other indicated patient category mismatch. (B)(4).

Manufacturer narrative:
(B)(4).